Event description:
Per the clinic, the patient underwent two surgical procedures (dates not reported) to drain fluid from infected tissue around the implant site. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This is a duplicate MDR of MFR 6000034-2012-00865, all additional reporting will be filed under MFR 6000034-2012-00865. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.